Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). A pump correction bolus was delivered to address bg levels. Reportedly, the customer also required assistance with the load process. The customer was guided through the fill tubing and fill cannula process and resumed insulin delivery.